Event description:
This follow up report is being submitted to correct an error in the original report. Correction: the erroneous results were reported out of the laboratory; however, patient treatment was not affected.

Event description:
Customer called to report that the immage immunochemistry system generated falsely positive rheumatoid factor (rf) patient results when the immage system rheumatoid factor (rf) reagent, lot #m008778, was used. Customer stated that the results were not reported outside the laboratory; therefore, patient treatment was not affected. The positive rf results did not correlate with the patients' physical examinations. The patient samples were then re-run with a different rf reagent lot, lot #m106133, the results of which were negative and correct. The issue appears to be related to the reagent lot that was initially used, and not the instrument. Customer was provided with a replacement reagent lot.

Manufacturer narrative:
This is a follow up report.

Manufacturer narrative:
The root cause of the issue appears to be reagent-specific as the issue was resolved after customer used another reagent lot, as described in section b5. Please note that two additional medical device reports were submitted based on the same set of events as MDR #2050012-2012-00507 ((B)(4)) and MDR #2050012-2012-00508 ((B)(4)) for rf results that were generated on (B)(6) 2011, respectively. (B)(4).